Event description:
The customer reported to philips healthcare that the "monitor cables 12 leads are not working" and that they were receiving an unk error message on the heartstart mrx. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.